Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, during the second use of the balloon catheter to post dilate the stent, inflation and deflation difficulties were noted. The balloon appeared to be fully inflated when removed from the coronary. Once in the aorta a guide wire was used to rupture the balloon. No patient injury was reported. Reportedly the device was not pre-tested during prep contrary to instructions for use.